Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that a patient with a collapsed m6-c and osteolytic changes was revised. The device was deteriorated. The device was explanted.